Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board and the generator driver board and the generator interface board battery. The system operates as intended.

Event description:
The customer reported the system would produce x-rays and the system displayed an a-d channel 3 failure error message. This error would likely prevent the system from booting up. There is no report of pt injury or death.